Event description:
Paramedics were called to assist an elderly female (weight approx 90 lbs) who was unresponsive. When paramedics arrived, the pt was in full arrest. During an intubation attemp, the disposable laryngoscope blade broke. The blade was not saved for evaluation. It is unreported if a second intubation attempt was made in the field. The pt was transported to the hosp. The complainant, the emergency medical service (ems) coordinator, is unable to report which hosp the pt was transported to and names of hosp emergency room personnel for add'l follow-up. The emergency medical services (ems) vehicles carry metal reusable laryngoscope blades. The pt expired, however, there is no causal connection between the pt's death and blade breakage.